Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the iliac artery dissection could not be determined with the information provided.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. According to the report, the iliac branch and internal iliac branch components were successfully implanted into the bilateral common iliac and internal iliac arteries. A 16 fr gore® dryseal introducer sheath with hydrophilic coating was prepared and the hydrophilic coating activated according to the instructions for use. It was reported, the introducer sheath was advanced through the 8.1¿ 9.9mm right external iliac artery without any reported resistance. Reportedly, additional endoprostheses were positioned and deployed without issue. According to the report, upon removal of the introducer sheath, intra-procedural imaging identified the right external iliac artery had dissected distal to the implanted endoprostheses. An additional procedure was performed to repair the iliac dissection, whereby a vascular stent was implanted. No further adverse events were reported and the patient tolerated the procedure. It was reported there were no anatomical restrictions noted within the patient¿s external iliac artery that may have caused or contributed to the dissection. The root cause of the dissection is reportedly unknown.